Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited diaphragmatic stimulation. It was also rported that the associated cardiac resynchronization therapy-defibrillator (crt-d) device was exhibiting double-counting (oversensing).